Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 32 mg/dl and loss of consciousness; cause was not known. Paramedics transported customer to the emergency room. Customer was treated with intravenous "high sugar fluids" and was discharged the same day with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.